Manufacturer narrative:
Manufacturing date - manufacturing date requested but not available at the time of this report. Field service specialist (fss) visited the account after the reported event. Fss adjusted sensor position on joystick and system meets all specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that bed was moving during intralase treatment and resulted in suction loss while laser firing. The account reported this occurred twice. This report is 2 of 2.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: manufacturing site reported manufacturing date as august 2004. (B)(4). Correction: (B)(4).